Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the clip was difficult to deploy; if this were to reoccur, there's potential to cause or contribute to serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Clip delivery system (cds 60627u123) was advanced to the mitral valve leaflets. The clip was placed in the a2/p2 segment and leaflet grasping was successful. Clip deployment was started; however, after turning the actuator knob, the clip did not release from the shaft. The clip looked wedged due to an angle between the shaft and the clip. The actuator knob was turned two more times and retracted 2-3 cm more, but the clip did not deploy. It was confirmed that there was no tension on system and no abnormal patient anatomy or device curves. The delivery catheter (dc) handle was turned approximately 30 degrees in clockwise and counterclockwise direction to loosen the wedge position. After 8 minutes, the clip deployed. One clip was implanted, reducing the mitral regurgitation (mr) from 4 to <1. The patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment due to the returned condition (coupler retracted into compression coil); however, testing confirmed the deployment mechanism (threaded stud) functioned as intended. The reported clip wedged was confirmed with the accounts fluoroscopy images. A review of the lot history record revealed no manufacturing nonconformities in this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Furthermore, the reported clip wedged appears to be a procedural condition of the difficult to deploy when the l-lock tabs were unable to initially disengage from the clip connector windows. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions due to the tavr) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.